Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was not able to duplicate the reported issue. The pac technician verified the issue by reviewing the electronic records. After troubleshooting the device, it was determined that the root cause of the issue is isolated to the reed switch sw5. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.